Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a waterproof insulin pump and when they enter in the swimming pool then the insulin pump was turned off. Customer's blood glucose level was 98 mg/dl. Customer reported that they changed the battery on the insulin pump then it turned on with an alarm but again turned off completely. Customer stated that they noticed the screen was filled with fluid and also discovered a crack on the side of insulin pump. Customer stated they do not hear fluid when shaking the pump. Customer stated that they saw fluid under the lcd screen. Customer was notified that the blank display was due to the crack on insulin pump and moisture get in it. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.